Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right wheel is not moving. Right motor is not moving and the chair is driving in circles.